Event description:
Boston scientific received information that this right atrial lead had dislodged a couple of months after implant. This ra lead was abandoned surgically. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.